Event description:
It was reported to the manufacturer on january 30, 2023 that the surgeon completed a revision since the patient was experiencing a new onset of numbness in leg due to the dislocated product. The patient is now symptom-free again. Based on the information provided, it was determined that this event should be reported.